Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source exhibited an issue where the lights were flashing contiguously if a scope was plugged in or not, the air section indicator light was on, and flashing and the lamp standby was also flashing. This occurred during a diagnostic procedure, and the intended procedure was finished with the same device. There were no reports of patient harm.

Event description:
The issue occurred during a diagnostic colonoscopy procedure, which was completed with the same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d9, h2, h3, h6, h11. Corrected field: b5. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.